Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with retroperitoneal hemorrhage. The index procedure treated two lesions. The first being a 60% stenosed, 3.5x20mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 3.5x10mm balloon inflated to 16 atm's and the placement of a 3.5x20mm taxus liberte study stent deployed at 18 atm's. The second target lesion was a 75% stenosed, 3.5x12mm target lesion located in the mid (rca). Treatment consisted of pre dilation with an unspecified 3.5x10mm balloon inflated to 18 atm's and the placement of a 3.5x12mm taxus liberte study stent deployed at 18 atm's. Ivus was performed confirming both stents were well apposed resulting in 0% residual stenosis. No post dilation was performed. The next day, retroperitoneal hemorrhage was confirmed. A blood transfusion was performed and the pt became better. The pt was discharged 7 days post the procedure. Per the physician, the event was "not related" to the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.